Manufacturer narrative:
Findings: unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test or test for compromised force sensor alarm due to cracked and detached end cap. Slightly tilted drive support cap noted. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 189 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.